Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient reported to the rep that over the past 2-3 months, at least once during most charging cycles the stimulation turned off. The patient said he notices it because he has increased pain, he then looks at controller and has to press the button to turn stimulation back on. The patient called patient services and said he has been noticing the controller says stimulation has turned off, but the patient had not turned stim off. The patient said this issue started "probably about 3-4 months ago" and pt has tried "replacing" the batteries in the controller. Pt also mentioned he has noticed stimulation is off at least once every recharging period. Pt said he usually doesn't feel stim (said occasionally when laying down he will feel a tingle on his spine, so he knows stim is working) so he only noticed stimulation is off when his back started to hurt and he checked controller. Patient services asked, and the pt said he hadn't noticed if stim turns off at a certain time or position, but said the controller and ins batteries still had charge in them. It was reviewed to take notes of when pt notices stim has turned off and was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the manufacturing representative (rep) and it was reported that the patient was accidentally turning off the stimulator unintentionally with the white button on top of the controller. Education was completed on what the wh ite button does and how to turn it back on if he presses the button. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.